Event description:
It was reported the patient has lost stimulation due to the charger no longer communicating with the ipg. An sjm representative met with the patient and attempted to troubleshoot the issue with a spare charger to no avail. In turn, the patient was sent a replacement charger but it also did not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.